Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of device fell out"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and constipation. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), blood urine present ("blood in urine"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain: lower abdominal"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and uterine enlargement ("increase in uterus lining"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"). In 2017, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("part of device fell out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flashes"), cystitis ("infection: bladder"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and uterine pain ("pain: uterus"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, vulvovaginal dryness, hot flush, vaginal haemorrhage, cystitis, allergy to metals, female sexual dysfunction, blood urine present, device expulsion, migraine, headache, alopecia, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, weight increased, gastrointestinal disorder, uterine enlargement and uterine pain outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, blood urine present, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, uterine enlargement, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she did not unerwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. (B)(6). ¿concerning the injuries reported in this case, the following one was described in patients medical record: abdominal pain. Most recent follow-up information incorporated above includes: on 28-feb-2018: the case is incident. The reporter information was updated. This case concerns (B)(6) patient. Her concurrent condition was added. Lab data was updated. Essure indication was amended added. Following events were added: part of device fell out (device breakage), abnormal bleeding (general), vaginal dryness, hot flashes, abnormal bleeding (vaginal), infection: bladder, nickel allergy, apareunia (inability to have sexual intercourse), blood in urine, part of device fell out (device expulsion), migraines, headaches, hair loss, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: lower abdominal, vaginal discharge, weight gain, gastrointestinal disorder, increase in uterus lining, pain: uterus and hair loss. On 1-mar-2018: reporter information was added. Concurrent condition was added. On 1-mar-2018: non significant information. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of device fell out"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("chronic pelvic pain") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and constipation. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), blood urine present ("blood in urine"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain: lower abdominal"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and endometrial thickening ("increase in uterus lining"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"). In 2017, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("part of device fell out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flashes"), cystitis ("infection: bladder"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and uterine pain ("pain: uterus"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, vulvovaginal dryness, hot flush, vaginal haemorrhage, cystitis, allergy to metals, female sexual dysfunction, blood urine present, device expulsion, migraine, headache, alopecia, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, weight increased, gastrointestinal disorder, endometrial thickening and uterine pain outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, blood urine present, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometrial thickening, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: she did not unerwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion current weight 177 lbs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.